Manufacturer narrative:
Internal complaint reference. H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a duplicated event. Per revision, we found that this report is a duplicate for report number 1219602-2023-01988. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the t1 polymer of the fast-fix fixed itself in the capsule and detached from the ultrabaid thread, unable to carry out the second shot and completely fix itself in the meniscus with the thread. It is unknown what happened with t1. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.